Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was affected, reading "high" on the continuous glucose monitor, specific value unknown. To address the issue, the customer administered a correction bolus via the pump and followed instructions from technical support to disconnect and reposition tubing, delivering a bolus to resolve the problem. Occlusion alarm initially recurred but was eventually resolved, although no insulin was expelled from the cartridge during the corrective action. The issue was traced to a blockage in the cartridge, which the customer addressed by changing supplies and resuming insulin therapy.